Event description:
Information was received indicating that during use of this smiths medical cadd duodopa pump, the pump exhibited frequently alarm but did not displayed a message on the screen. It was reported that the patient experienced shaking spells and did not felt well. Reported that the patient is concerned that pump might not be working as well and had an upcoming dr. Appt. And would discuss her dosing with doctor. No additional adverse effects were reported.